Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the benchmark bmx96 system include, but are not limited to, vessel spasm, thrombosis, dissection, or perforation, hematoma or hemorrhage at the site, intracranial hemorrhage including death. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left m1 segment of the middle cerebral artery (mca) using a benchmark bmx96 access system (benchmark max), neuron select catheter 5f (5f select), penumbra system jet7 reperfusion catheter (jet7), penumbra system 3max reperfusion catheter (3maxc) and a guidewire. It was noted that the patient anatomy was moderately tortuous. During the procedure, the physician advanced the benchmark max with 5f select to gain access to the vessel and placed the benchmark max in the high cervical. After gaining an access and placing the benchmark max, the 5f select was removed. Next, to perform thrombectomy, the physician attached the rhv and advanced the jet7 and 3maxc by using a guidewire through the benchmark max. While attempting to pass the ophthalmic artery, the benchmark max which was placed in high cervical started to prolapse back into the aortic arch. Therefore, the physician applied forward pressure on the benchmark max to move it back to its original location. Subsequently, the jet7 also moved past the ophthalmic artery up to the clot and the physician was able to perform the thrombectomy successfully. Upon completion of the procedure, when a contrast injection run was performed, the physician noticed that the carotid was dissected. Therefore, the physician placed a stent in the carotid over the dissection. It was reported that no physical damage was seen on the benchmark max. The procedure ended at this point and it was reported that the patient was doing fine.

Manufacturer narrative:
Potential adverse events in the labeling with the benchmark bmx96 system include, but are not limited to, vessel spasm, thrombosis, dissection, or perforation, hematoma or hemorrhage at the site, intracranial hemorrhage including death. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left m1 segment of the middle cerebral artery (mca) using a benchmark bmx96 access system (benchmark max), neuron select catheter 5f (5f select), penumbra system jet7 reperfusion catheter (jet7), penumbra system 3max reperfusion catheter (3maxc) and a guidewire. It was noted that the patient anatomy was moderately tortuous. During the procedure, the physician advanced the benchmark max with 5f select to gain access to the vessel and placed the benchmark max in the high cervical. After gaining an access and placing the benchmark max, the 5f select was removed. Next, to perform thrombectomy, the physician attached the rhv and advanced the jet7 and 3maxc by using a guidewire through the benchmark max. While attempting to pass the ophthalmic artery, the benchmark max which was placed in high cervical started to prolapse back into the aortic arch. Therefore, the physician applied forward pressure on the benchmark max to move it back to its original location. Subsequently, the jet7 also moved past the ophthalmic artery up to the clot and the physician was able to perform the thrombectomy successfully. Upon completion of the procedure, when a contrast injection run was performed, the physician noticed that the carotid was dissected by the benchmark max. Therefore, the physician placed a stent in the carotid over the dissection. It was reported that no physical damage was seen on the benchmark max. The procedure ended at this point and it was reported that the patient was doing fine.